Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082773) on 30-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and tooth disorder ("dental caused") in a female patient who had essure inserted. Concomitant products included bile therapy and linaclotide (linzess). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required) and tooth disorder (seriousness criterion disability). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and tooth disorder with essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the event. She had multiple x-rays, CT scan and ultrasounds. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4) ) on (B)(6)2019 . The most recent information was received on (B)(6)2019 . This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), tooth disorder ('dental caused') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bile therapy and linaclotide (linzess). In (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), tooth disorder (seriousness criterion disability), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2017 . At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter provided no causality assessment for abdominal pain and tooth disorder with essure. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage and event date (B)(6)2013 were reported, but not specified and/or assigned to one of the event. She had multiple x-rays, CT scan and ultrasounds discrepancy noted in essure insertion date: (B)(6)2013 and (B)(6) 2014 (as per summons). Most recent follow-up information incorporated above includes: on 18-jul-2019: legal document received : case was made potentially legal. Following events were added : pelvic pain, bleeding, infection.reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.